Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 11/09/2017, belt: 4/12/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient's wife found the patient lying face down in the hallway and the patient was unconscious. Per a clinical review of the patient's download data, prior to passing, from 2:07:03 to 3:14:02, the patient was in sinus bradycardia at 40 bpm the transitioned to sinus tachycardia at 110 bpm. The rhythm then transitioned to supraventricular tachycardia (svt) at 150 bpm with pac's, variable hr and nsvt. The rhythm then degraded to ventricular tachycardia (vt) at 260 bpm with motion artifact. Supraventricular tachycardia, variable heart rate, and motion artifact during this time prevented the lifevest from delivering a treatment during vt. At 3:14:04, the lifevest detected an arrhythmia. The patient's ECG shows that the patient was in vt at 220 bpm. At 3:14:37 pm, the lifevest delivered a treatment. The patient's rhythm at the time of the treatment was vt at 230 bpm and the post-shock rhythm was one sinus beat, degrading the asystole. The patient remained in asystole with intermittent cardiac activity with CPR artifact present until the electrode belt was disconnected at 3:50:25. The device was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death. The lifevest was initially unable to deliver a treatment to the patient due to svt, variable heart rate, and motion aritfact obscuring the rhythm.